Event description:
Fired slcr55b to create small bowel distal anastomosis. Heard unusual grinding noise during firing sequence. Pc indicated "firing complete" however, upon removal of cartridge visual insepction revealed knife blade sticking up and staples toward front of cartridge fired but staples behind blade did not. Cautery and suture applied to repair anastomosis.